Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. The customer¿s blood glucose was 600 (mg/dl). The cause of the high bg was due to the pump shutting down. Reportedly, the customer went to the emergency room due to the high bg. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.